Manufacturer narrative:
Neither valid lot number nor product code was reported. Clinical details were limited. No product was returned, therefore physical evaluation, full investigation or definitive conclusions were impossible. Factors affecting device performance include: device ability, surgical ability and conformance with instructions for use which includes recommendations, precautionary statements and instructions for proper use of product. If objective evidence or relevant information becomes available to assist with evaluation the complaint will certainly be revisited.

Event description:
It was reported that during the surgery the screw broke off when it was being inserted. No patient injuries or delay reported. Back-up device was available to complete the surgery. Unknown if all the broken pieces were removed from the patient's anatomy.